Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later, a duplex venous ultrasound of right lower extremity was performed. The study showed that there was an inferior vena cava filter present. After three weeks, the bard eclipse inferior vena cava filter was attempted for removal. During the procedure, an initial attempt to engage the filter hook was unsuccessful. This was followed by snaring a wire around the filter and then the filter hook was engaged. However, the filter hook could not be pulled into a sheath for retrieval. So, it was thought that the filter struts were scared into the side wall. Upon review of the images from the procedure, it appeared that there was at least one fractured strut. However, all 12 of the struts were present on venogram. After one year and eight months, a computed tomography of chest/abdomen/pelvis was performed for shortness of breath. The study revealed hemopericardium secondary to myocardial perforation of embolic inferior vena cava struts. The study showed that there were two curvilinear metallic foreign bodies within the epicardium/pericardium. The first, near the base, anterior to the right atrium, may be entirely within the pericardium or extruding through the pericardium and into the mediastinal fat which does appear to be within the myocardium and cannot be snared. The second, near the apex, appears to be within the apical epicardium and within epicardial fat. Also, neither of these appear amenable to an endovascular retrieval. The study also showed that there was an inferior vena cava filter located in the infrarenal inferior vena cava and was fractured with several struts extruding outside of the inferior vena cava, toward the midline and one fractured tyne was seen completely outside of and posterior to the inferior vena cava. When comparing with prior films, it appears that the filter fractured prior to attempted retrieval. On the same day, a bedside echocardiogram was performed which revealed a pericardial effusion. Then a fluoroscopic study showed two embolized struts of previously placed inferior vena cava filter were seen likely in right ventricle base and apex. However, it was unclear whether struts have eroded into pericardium, but one appears partially mobile. A computed tomography of abdomen and pelvis showed hemopericardium secondary myocardial perforation by embolic inferior vena cava struts. After two days, the patient underwent a sternotomy which revealed a single metallic strut compatible with what had been seen on the preoperative computed tomography was identified along lateral basilar portion of right ventricle. A good portion of this strut was extruded from the heart and free in the pericardial space. After three days, a cardiac computed tomography was performed. The study showed an embolic metallic linear object (inferior vena cava filter arm) extends from the right ventricular apical chamber in to the posterior epicardial fat adjacent to the left ventricular apex. After three weeks, the patient came for hospitalization. The recent history revealed an inferior vena cava filter placed but unable to be removed in the future which placed the patient at higher risk for recurrent thrombosis. The patient developed shortness of breath and lost consciousness. After three weeks, the patient was admitted for the removal of the inferior vena cava filter. However, the detailed removal procedure was not provided, a brief hospital course was provided that the patient had an inferior vena cava filter previously placed for pulmonary embolism and multiple previous attempts were made to remove the filter but were unsuccessful. Two years after the original filter placement, the patient began to have chest pain and presented with pericardial tamponade as it was found to have inferior vena cava filter tines in the patient¿s heart. Then the patient underwent a sternotomy to remove one tine and the other one was left in the heart. Upon further inspection of the filter, it was noted that some of the legs of the filter had migrated through the inferior vena cava and appeared to enter into the aorta and another was possible in the duodenum. Because of these, the patient had undergone another attempt at an inferior vena cava filter removal. Percutaneous retrieval was attempted again but was unsuccessful and converted to open surgical removal. Also, during the course thrombus was noted in the filter. Also, one strut was though the inferior vena cava medially and multiple struts in the left renal vein as well as the hook of the inferior vena cava filter was embedded in the wall of the inferior vena cava. On the next day, a computed tomography and computed tomography angio of abdomen and pelvis was performed for drop in hemoglobin and checking for any bleed in the abdomen or pelvis post-surgical removal of the filter. The study showed that there was hematoma identified in the pericaval location at the site of cavotomy for removal of the filter. The hematoma was located posteriorly, just above the right renal vein, displacing the inferior vena cava anteriorly. The study also showed that a tiny filter strut identified within the right ventricular wall extending into the pericardial fat without any pericardial effusion at this time. On the next day, the patient underwent a hematology consultation. A brief history was provided that the patient had a filter placed previously and subsequent attempts were made at removal of the filter but failed. The patient again presented for filter removal percutaneously, but percutaneous intravascular attempt failed. The patient was hospitalized after elements of filter had migrated the right ventricle, and the patient had hemopericardium in association with tamponade physiology was evident. Then the patient had surgical removal of elements of filter at that time. Subsequently, the patient was scheduled for removal of remaining elements of filter but percutaneous trans vascular removal was unsuccessful. The patient subsequently had surgical removal of remaining elements of filter, after the filter removal, the patient had been treated with heparin. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b7,d4(expiry date: 06/2013), d10, g3, h6(patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detachment, migration and perforated. The device and strut was removed via open abdominal surgery and open chest procedure after an attempted but unsuccessful percutaneous removal procedure the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for status post saddle pe. Access was gained into the right common femoral vein and it was documented that there were no immediate complications reported. No additional information was provided in the medical records received. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the medical records allege a filter was implanted via the right common femoral vein. Reportedly, there were no immediate complications. No additional information was provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully; the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. Patient status was not provided. New information received: it was reported by the patient that an unknown period of time post vena cava filter deployment (dates not provided) for status post dvt/pe, the filter was allegedly discovered to have tilted and was embedded in the ivc unable to be retrieved in addition to limb(s) becoming detached as well as limb(s) perforating into organs. The filter was documented to have been retrieved percutaneously and detached limbs were removed via open abdominal and open chest procedures. There was said to be an unsuccessful percutaneous removal of a detached limb with limbs remaining in both the heart and caval wall. The patient alleges as a direct result she now suffers from multiple scars and severe muscle pain causing tension headaches. Based on a review of the medical records received, it was reported that the patient had an ivc filter deployed via the right common femoral vein for diagnosis of saddle pe. The patient underwent pulmonary thrombolytics with no immediate complications. No additional information was provided in the medical records received.